Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that when the patient presented for a follow-up in clinic, noise was observed on the right ventricular channel. There were no patient consequences and the patient will continue to be monitored.

Event description:
Additional information indicates that when the patient presented for a follow-up in clinic, the noise was reproducible. The patient is being monitored.